Event description:
It was reported that a progav 2.0 (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure on (B)(6) 2022. The complaint device has not been returned to the manufacturer for evaluation. Reportedly, the surgeon, after removal, asked the scrub tech to put the explanted device in saline. However, the device was inadvertently flushed with saline which removed the clog. As such, the device was no longer clogged and was discarded. The patient's condition was reportable as being stable and doing well after the revision procedure.

Manufacturer narrative:
Statement - no device for examination manufacturing and quality control data: no manufacturer data are available, because no product data were submitted. The progav 2.0 was finally tested, released for packaging and was sterilized by miethke. We have no further traceability data (because missing product data). The progav 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. Informations: on (B)(6) 2022 the employee of aesculap inc. Received the information, that the valve was clogged and a revision was done. An investigation was not possible because the product is not available. Based on the current information, no further regulatory actions are required from our point of view.